Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for intense trauma to her driveline exit site. The patient experienced intermittent driveline power faults after the trauma to the site. There was no external indication of driveline damage. There were no pump stops recorded. The patient had x-rays taken which were found to be unremarkable. It was recommended to exchange the modular cable, controller and monitor for reoccurrence. The modular cable and controller were exchanged which cleared the alarm. The patient will be monitored for any additional alarms. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed driveline power fault alarms; however, a specific cause could not conclusively be determined through this evaluation. The controller event log file contained data from (B)(6) 2020 11:14:30 through (B)(6) 2020 17:52:48. Several pwr_a_broken faults were captured on (B)(6) 2020 at 17:18:36, which were followed by string of driveline power fault alarms. The driveline power faults were active for 26 minutes, through the end of the data of the log file. A specific cause for these events could not be conclusively determined through this evaluation. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic and lvad event and periodic log files captured the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 27sep2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00029.